Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred when the pump was powered on. There was no impact to blood glucose as the customer had not yet begun using the pump for insulin therapy. Reportedly, the customer had an alternate pump available for insulin therapy.